Event description:
It was reported that the patient expired. The cause of death was unknown at the time of this report, but was not considered to be device related. Additional information has been requested, but was not available as of the date of this report.